Event description:
Negative response to juvaderm volbella xc injected into lips and, lesser response to voluma injected into cheeks. The initial reaction was roughly 14 weeks after injections were administered. First injections were (B)(6) 2023 and the 2nd set were (B)(6) 2023. The responses to the volbella filler was initially localized large nodules and then my entire face swelled up. Docs put me on a medrol pack. The steroid reduced the general swelling completely but the nodules were only a bit smaller. They went with "wait and see" for a few days and I immediately had more inflamed nodules. Docs put me on a 3.5 week taper from 60mg of prednisone to .5mg, about 4 days after the medrol pack. Over the next month-plus, my face almost sequentially saw the old nodules reduce and new nodules erupt. When the prednisone script was completed my injector (rn) and the plastic surgeon told me I'd need several weeks of shots of hyaluronidase to reduce/remove the remaining lip lumps. Interestingly, the swelling and few nodules I had from the voluma in my cheeks, reduced over time without any hyaluronidase. My primary care doctor told me to report this response. Ref report: mw5150446.